Event description:
It was reported by the sales rep that the microfix qa+ #3/o eth v4 device was received in a crushed box. During in-house engineering evaluation, it was determined that inserter holding pin was found bent. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. The outer box was not returned. The inner foil pouch is completely sealed, no damages can be observed over its surface. The pouch was opened to review the condition of the device, the inserter holding pin was found to be bent. A manufacturing record evaluation was performed for the finished device 8l58022 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, we can confirm this complaint. Although the outer box was not returned, the device was found with a bending on the inserter pin. The possible root cause can be attributed to the transportation and storage conditions, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.